Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: during the inspection it was found that leakage occurred between the control section and the grip part of the device. The customer reported issue of leaking could be confirmed. Furthermore, the following findings during inspection were noted on the device: during the inspection at repair center (rc), it was found that the insertion section was corroded. Found that the insertion section dented. Found that (light guide) lg-lens was cracked. The angle was insufficient. The switches (sw1 and sw4) noted to be deteriorated. Review of repair history of this product: the concerned product has been repaired once in the past year. Repair completed date: 2022/07/04. Fault detection: during the inspection, it was found that the seal ring of the control section deteriorated and channel port was worn. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of leakage from body control unit (bcu) found during receipt inspection. The device was replaced. The intended procedure was completed with another device. No delay in the procedure was reported. There was no patient harm, no user injury reported due to the event. Device evaluation found that the coating of the insertion section peeled off . This report is being submitted for the peeled off coating of the insertion section of the device found on evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, physical stress/chemical stress/storage environment or the like were presumed as the causes of the suggested event. Grounds for presumption were the following: insertion section coating peeled off; insertion section corroded; insertion section dented. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have detected the phenomenon: ¿preparation and inspection: inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿reprocessing manual_ general policy: precautions-warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found.¿ ¿storage and disposal-warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.